Event description:
During a clinical trail of the matrix coil a small clot was noted in the right mca bifurcation; after the manipulation of the last coil, which was not detached due to friction. The colt was located in the base of the mass of coils and ther was no flow. The 4mg of abciximab was administered by the microcatheter. The last control showed no clot. The pt woke up with no deficit. Additional info was provided to the manufacturer regarding the condition of the pt: "thrombus partially occluding right [?] Ca branch, closed to the aneurysm neck. Clinically revealed by a left hemiplegia, completely resolved 5 days later. Small residual infarct on CT. Medical therapy: heparin IV. Resolved with residual effects: small infarct on CT. No clinical residual deficit". There is no info regarding the brand name, catalog #, and/or lot # of the product involved in the event.